Manufacturer narrative:
The device was not returned to olympus for evaluation and the customer's allegation was not confirmed. To date, three (3) follow-up attempts has been conducted, but no response has been received from the customer. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was manufactured in july 2018. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus that the generator was cutting slow. There was no reports of emergent medical intervention or treatment as a result of the reported problem. There was no report of any missed critical diagnosis and delay in critical treatment.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned for evaluation. During testing, the reported issue was confirmed. Internal examination of the device showed that the plasma kinetic radio frequency (pkrf) board had a broken transformer core. In addition, the ID board and socket select board were not properly mounted. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. The reported issue was likely caused by the faulty pkrf board. Olympus will continue to monitor field performance for this device.